Event description:
It was reported the pt experienced pain at the ipg site after losing weight. Subsequently, the pt underwent surgical intervention on (B)(6) 2014 and the ipg was relocated. No add'l info is known at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.